Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had difficulty with rv automatic capture and exhibited decreased pacing impedance measurements of 450 ohms. Additionally, the pacemaker reverted to safety mode and displayed a numerical code. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was found to be in a safety mode, as was reported from the field. Known good firmware was loaded to the device and an interrogation was performed. The device reverted to safety mode. The device case was removed to facilitate inspection and testing of the internal components. Visual examination noted the battery was slightly swollen and measurements confirmed the monitoring voltage was lower then expected. The battery was removed and replaced with an external power source. Measurements indicated the power draw was normal, pointing to an issue with the battery itself. The battery underwent detailed analysis and it was found an internal short had occurred due to the cathode insulator tube not completely covering the cathode, allowing it to come into contact with the interior of the device case. This resulted in decreased battery voltage which, in turn, resulted in the device entering safety mode. This issue has been reported to our engineering and manufacturing teams. A cross-functional investigation will be completed to determine what, if any, corrective actions are appropriate.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had difficulty with rv automatic capture and exhibited decreased pacing impedance measurements of 450 ohms. Additionally, the pacemaker reverted to safety mode and displayed a numerical code. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.